Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Remains implanted.

Event description:
It was reported that post-operative set screw loosening occurred and was noted on follow up x-ray. Patient is asymptomatic and no revision is planned.

Manufacturer narrative:
A device history record (DHR) analysis could not be performed because the lot number is unknown, and the device was not returned. Review of complaints found no significant trends. The root cause for the set screw loosening cannot be positively identified. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Event description:
It was reported that post-operative set screw loosening occurred and was noted on follow up x-ray. Patient is asymptomatic and no revision is planned.